Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing. The issue was related to a set up issue on the testing station at the third party service center. No malfunction of the device was observed.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete